Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick. The event occurred on the first day of use while playing. The site of insertion was thigh. No further information available.